Manufacturer narrative:
H10: per the customer¿s response, reprocessing failed to be practiced in accordance with IFU (instructions for use). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. However, it's likely the cause is related to reprocessing failing to be practiced in accordance with IFU (instructions for use). The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: instructions, operation manual for gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual for gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, in addition to the reported in b5, the device evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value, due to clogging of nozzle, water supply volume does not meet the standard value, due to clogging of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of upward/downward angulation control knob is out of the standard value, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, universal cord has a scratch, switch 2 has a scratch, image guide protector is damaged, protector of universal cord on suction connector side has a scratch, plastic distal end cover has a burn, plastic distal end cover has a scratch, connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The customer cleaned, disinfected, and sterilized the distal end of the device before sending it to olympus. There were no delays in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer did flush the air/water nozzle / channel with the detergent solution.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air/water supply. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, foreign object coming out of the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.